Event description:
This event was initially reported on 08 january 2026 under manufacturers reference number 3003981983-2026-00001. Since the date of initial report no new information has been received regarding the details or description of the event, however, additional device details were received confirming that no reportable event has occurred with a device associated FDA facility registration number (B)(4). This report is submitted to reflect the appropriate manufacturer / manufacturers reference number. The event was reported to the manufacturer by the office of the treating eye care provider; however, limited information was available at the time of reporting. It was reported that the patient experienced a corneal ulcer and was prescribed an unspecified antibiotic ophthalmic medication. No additional details regarding the ulcer, including size, location, severity, or outcome, were provided. The eye care provider stated that, in their clinical opinion, the event was not caused by the contact lenses. Despite the manufacturer's good faith efforts to obtain additional information, no further details have been received regarding the event, patient medical history, lens wear schedule, treatment course, outcome, or any underlying conditions or external factors that may have caused or contributed to the occurrence. Due to the limited information available, the manufacturer is unable to definitively assess the relationship between the device and the reported event. As such, device involvement cannot be ruled out. This event is being reported in an abundance of caution due to the report of a corneal ulcer of unknown characteristics and the potential for permanent or serious injury, including the need for medical or pharmacological intervention to prevent or mitigate permanent impairment. Should additional information become available, the manufacturer will conduct further investigation as appropriate and submit a follow up.

Manufacturer narrative:
Per the treating physician the event was unrelated to the device use. However, no further details have been provided regarding a possible cause for the reported ulcer. Based on device analysis and investigations, while device involvement as a potential causal or contributory factor cannot reasonably be excluded, no root cause has been established and a direct or definitive causal relationship between the coopervision device cannot be confirmed.